Event description:
A report was received that the patient had pain and swelling around the ipg site. The patient also reported that her stimulator will not last long. The patient had an ultrasound imaging around the ipg site. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well after.